Event description:
It was reported that the patient's scs ipg became inoperable following a surgery and did not place the device in surgery mode. A company representative confirmed the issue using the clinician programmer (cp). The cp displayed an error message: "ipg repair attempted, the programmer will reconnect when ipg is ready." The representative successfully repaired the device, restoring therapy.